Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set. The customer reported that the filter line was stuck, resulting in an external blood leak. .